Event description:
Contact reports that during mis surgery at l4-s1, the final lateral x-ray showed the l5 set screw was displaced and sitting perpendicular to the rod instead of parallel. The set screw, rod and viper x-tab polyaxial screw were removed and replaced intra-operatively. It was noted that the set screw threads had broken off from the screw and into the screw head of the concomitant device x-tab polyaxial screw (whose threads were damaged). During reinsertion of the screws, the tip of set screw inserter broke off in the set screw at l4. The broken tip and the set screw were retrieved. Lastly, the guidewire sheared off approximately 50mm from its distal end in the l5 pedicle. The broken piece remains in the patient. The remaining portion of the guidewire was discarded. The difficulties resulted in a delay of approximately ten minutes. It was reported that there were no adverse consequences to the patient. This medwatch report is being filed for the viper2 set screw inserter with the broken tip. See mfg medwatch report no. 1526439-2013-22022 for the set screw with the torn threads. See mfg medwatch report no. 1526439-2013-22023 for the guide wire that broke. Concomitant devices: viper x-tab polyaxial screw, 186770045, qty = 1. Viper rod, catalog number unknown, qty = 1.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the set screw inserter revealed that the fracture was located at the driver¿s distal tip. A scanning electron microscopy (sem) analysis results show a grainy/rough surface, which is indicative of quasi-static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. Additionally, a review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause cannot positively be determined, the fracture analysis shows a grainy/rough surface, which is indicative of quasi-static failure. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
All of this information should have been included on the initial medwatch report.

Event description:
Additional concomitant devices: additional viper set screws, 186715000 x 3.